Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred (alarm 9). Tandem technical support assisted the customer with resetting the pump; alarm did not reoccur. Customer's blood glucose was 160 mg/dl.